Manufacturer narrative:
(B)(4)

Event description:
Drill bit broke inside patients bone. Piece of metal remains in patient. Surgeon's decision not to attempt foreign body retreival. Xray confirmation of metal in patient. Facility purchases sterile and unsterile endobutton drill bits. Unclear as to the age or number of uses of the drill bit before breakage occurred.